Manufacturer narrative:
Based on the current information provided, it is unknown how the maryland bipolar forceps was removed from tissue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa) investigations. The maryland bipolar forceps instrument was analyzed, and fa did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument released energy. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was stuck on the tissue/would not let go. The procedure was completed. On 22-sep-2023, intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following information: the instrument was inspected prior to use and nothing out of the ordinary was noted on inspection. The issue occurred while grasping tissue for dissection and it did not occur after a system fault. The jaws were not opening to release the tissue. The reporter does not know if jaws were opened or if tissue was cauterized before removing instrument. No adverse effect to the grasped tissue, no unexpected tissue removal, and no bleeding was observed. The procedure was completed robotically; the maryland grasper was noted to have restricted motion. Upon further inspection, the shaft of the device was found to be separated away from the metal end-cap with the forceps. This was locked into place and was unable to be removed from the trocar. Attempt was made to straighten the end; however, this was not successful. A small portion of the plastic shaft was noted to be split from the metal end-cap. This was subsequently removed. Arm #2 was removed with the robotic trocar in place under direct visualization. The arm and trocar were removed successfully. An additional small piece of plastic was also removed at the level of the peritoneum of the removed trocar site.